Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the banana roll area using a cooladvantage coolcurve plus applicator and developed firmness and visible enlargement to the right side banana roll area. On (B)(6) 2021 the patient was assessed and diagnosed to the right side banana roll with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 (B)(6) 2020 with coolsculpting to the banana roll area using a cooladvantage coolcurve plus applicator and developed firmness and visible enlargement to the right side banana roll area. On (B)(6) 2021 the patient was assessed and diagnosed to the right side banana roll with paradoxical hyperplasia (ph).